Event description:
The customer reported that their central nurse's station (cns) data went blank with only patient name and room number being displayed. The same occurred at the remote nurse's station (rns). The customer also reported that the issue resolved itself after 10 seconds. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) data went blank with only patient name and room number being displayed. The same occurred at the remote nurse's station (rns). The customer also reported that the issue resolved itself after 10 seconds. No harm or injury was reported. Attempt #1 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. An "unknown" reply was received. Concomitant medical products: the following device was used in conjunction with the cns: rns: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: ni.